Event description:
Additional information was obtained from the customer: the intended procedure was successfully completed without delay using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. The guide wire tip was torn. Other abnormalities that could lead to the reported event were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: 1) attempt was made to insert the device into the endoscope while using the guide wire. 2) however, the device was inserted into the endoscope with a sharp angle between the distal tip and the guide wire as shown in the following figure. 3) a load beyond the resistance strength was applied to the guide wire tip. This had caused the guide wire tip to tear. The event can be detected/prevented by following the instructions for use which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the diagnostic endoscopic retrograde cholangiopancreatography procedure, when inserting the guidewire to the single use mechanical lithotriptor, the plastic tip from the distal end of the basket was cracked and could not secure the direction of the guidewire. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. However, the evaluation has not been completed at this time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.